Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an error 5 message. Per the onetouch ultramini user guide, this means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issues began on (B)(6), 2011 at an unknown time in the morning. The patient stated she manages her diabetes with 60 units of novolog insulin and 60 units of lantus insulin with no adjustments. The patient claimed she attempted to check her blood glucose on the subject meter and was unable to obtain a result due to the error 5 message and reportedly continued with her usual diabetes management routine in response to the alleged issue. On (B)(6), 2011 (one week later) she claimed she developed symptoms of "shaking" at approximately 3 am and despite her symptoms she denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The correct test strips were being used. The patient was reportedly performing the test incorrectly, and the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. A secondary issue was noted where the meter was found to have a low battery; however, the meter continued to work properly and tested within operating parameters. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.